Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed and no damages were observed. During functional testing, the platform was run for 10 minutes using a test mannequin and no problems occurred. The platform was also power cycled several times during compression testing with no problems occurring. The reported complaint of the platform displaying a user advisory 45 (not at "home" position after power-on/re-start) and user advisory 12 (lifeband not present) could not be duplicated during functional testing. During inspection of the device, there were no mechanical issues identified which could have caused or contributed to the reported ua codes. It should also be noted that the belt clip switch was specifically inspected and ruled out as a potential cause of the reported ua 12. Consistent with the reported information, the archive shows that both ua 12 and ua 45 codes occurred on the reported event date. In addition to the reported ua codes occurring, the archive also showed that additional user advisories such as: user advisory 2 (compression tracking error), user advisory 4 (battery charge state too low), user advisory 18 (max take-up revolutions exceeded), and user advisory 21 (position change does not coincide with motor direction) occurred on the same date. No mechanical issues were identified that could have caused or contributed to any of the observed ua codes in the archive. Based on review of the archive, the following has been determined: the ua 2 likely occurred as a result of the patient being misaligned on the platform or the lifeband being opened. The ua 4 occurred, as expected, due to li-ion battery (s/n (B)(4)) having insufficient remaining charge at the time it was being used with the platform. The ua 12 likely occurred as a result of the lifeband belt clip not detected in spool shaft due to improper installation of the lifeband. The ua 18 likely occurred as a result of insufficient load detected at the load plate of the platform while compressions were being performed. The ua 45 likely occurred as a result of the lifeband straps not pulled completely out prior to turning the device on. Based on the full investigation, a root cause for the ua 21 could not be determined. A review was conducted and there were no issues with battery management observed. The ua 4 seen in the archive, occurred as intended, due to use of a battery with insufficient remaining charge. Based on the investigation, there were no part(s) identified for replacement to address the reported complaint. In summary, the reported complaint of the platform displaying a user advisory 45 and user advisory 12 was confirmed during archive review. No mechanical issues were identified that could have caused either of the reported ua codes. The ua 12 likely occurred as a result of the lifeband belt clip not detected in spool shaft due to improper installation of the lifeband. The ua 45 likely occurred as a result of the lifeband straps not pulled completely out prior to turning the device on. Following service, the device passed all testing criteria.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that the autopulse® platform displayed a user advisory 45 (not at "home" position after power-on/restart) message, that was cleared through troubleshooting. The platform then displayed a user advisory 12 (lifeband® not present) message that could not be cleared. There was no report of any patient involvement. No further details were provided.